Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the pulse wire solder joint was broken inside the front therapy electrode. The cause of the non-functional electrodes is the damaged solder joint. The root cause of the damaged solder joint is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.